Event description:
It was reported that during a lap cholecystectomy procedure, there were two devices used. They both had issues with holding pneumo and were exchanged for a (B)(4) to complete the case with no patient outcome. The devices both seemed to have leaks around the cannula.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.